Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient had four bone anchors removed. Two of the bone anchors were non-synthes bone anchors. The non-synthes bone anchors were removed easily. The two synthes bone anchors were covered by bone growth. The surgeon had to take a drill to remove the growth; the slot was damaged and they could not take the screw out. The bone anchors were taken out in many pieces and they had to give up taking the synthes screws out. There was a thirty minutes delay in the procedure. This report is for two unknown orthodontic bone anchor systems. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Unknown date in 2014. This report is for two unknown orthodontic bone anchor systems/unknown lots. Implant/explant date: unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.